Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing a 3/4 alarm and unit shut down, the pc board was defective, and the manifold was leaking. However, the original complaint issue of a broken display was not confirmed.

Event description:
Dealer is stating that the unit has a broken display.